Event description:
A report was received stating that a patient had symptoms of an infection and the leads were visible. The possible infection originated at the abdomen where the implant pocket was located. The physician determined that there was no infection. The patient was explanted and re-implanted. The battery was protruding and leads were exposed prior to explant. A new ipg was re-implanted in a different area. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for evaluation, as they were discarded by the medical facility.